Event description:
It is reported that the articular surface would not lock into the baseplate correctly. Another surface was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.